Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found it to have wear and tear damaged enclosure, front cover, and line cord. Device underwent functional testing, confirming the reported customer complaint. The over temperature setting was out of calibration, with the problem source as the user interface. Customer tried to adjust the settings.

Event description:
Information was received that device goes into overtempt. No adverse effects reported.